Event description:
Appendix was placed into the endocatch bag. The suture ring broke when separated from the handle, dumping the appendix back into the patient's abdomen. A new bag was obtained and the appendix was removed. Patient remained stable without adverse events.